Manufacturer narrative:
Unit passed displacement test, rewind, basic occlusion, and excessive no delivery alarm test. Unable to prime during prime/a33 test due to faulty fsr.(gold) motor was tested outside the device and passed. No motor error alarm noted. Unit received with severly scratched lcd window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 258 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.